Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer reported experiencing an elevated blood glucose (bg) level of 273 mg/dl, due to recently consuming food and delivering a bolus. However, the customer reported that bg levels take some time to decrease after delivering insulin.